Event description:
Doctor and nurse were placing stockings on the patient and were shocked when the nurse and physician touched the bed. Both the physician and nurse received burns - the patient was not hurt. The nurse received a burn on the front of her right hip. The location of the physician's burn was not disclosed by the user facility.

Manufacturer narrative:
Conmed's evaluation of this event and device is currently in progress. Conmed is attempting to obtain a more complete description of the reported event from the user facility. Conmed will provide a follow-up medwatch report.